Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that during this implant procedure, this patient had an extreme drop in blood pressure after both leads had been placed but were not yet connected to the device. An echocardiogram was performed which revealed an effusion which was treated. A paracentesis was not required and the leads looked good after another echocardiogram was completed. Both leads were both still in the heart border so it was uncertain which lead may have caused the effusion. No adverse patient effects were reported.